Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Investigation and conclusion: visual examination: the drill shows some normal signs of usage until the fracture surface. The broken off tip has not been received for investigation and stayed in patients body. See pictures attached. No relevant medical data has been received. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Biocompatibility specification: in accordance with iso 10993-1 the znn-cmn asia guide and instruments are categorized as external communicating devices with tissue/bonecontact for less than 24 hours (a - limited). Based on the available information not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source of documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During surgery when the surgeon was drilling a screw hole, the drill came in contact with the implant and the drill tip fractured inside the patient body. The fractured piece could not be removed from patient's body. There was a surgical delay of about 0-15 minutes. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.